Event description:
A pt reported experiencing inaccurate low results with a one touch basic original meter. The pt's blood glucose results were 84mg/dl (meter), 130mg/dl (lab). Tests were done within 10 mins with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.